Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is unresponsive without prior alarm. Customer's blood glucose at time of incident was 6.5mmol/l. The customer stated that the screen turns white with no messages on the screen. The customer tried changing the battery but pump is not responding. The customer performed self-test several times no error was found but issues keep recurring. The customer was advised that pump will need to be replaced. The customer was advised to monitor pump closely until replacement arrives.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 25 hours and no unexpected white display anomalies were noted. The insulin pump had minor scratched lcd window and case.